Event description:
It was reported that when an asymptomatic patient presented in clinic multiple episodes of non-sustained lead noise due to intermittent t-wave oversensing was noted on a stored egm. The device was reprogrammed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.